Event description:
Reportedly, a warning message was displayed about suspected abnormal lead impedance measured on one day. Nevertheless, follow-up data were normal. It should be noted the event was reported without information about the device (model and serial number are unk), and the date event occurred. As of today, no data are available for investigation.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.